Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set came undone from her body while sleeping. Further, it was stated that the infusion set's tubing came apart, as it came out of the skin which led to high blood glucose levels. The site location was her stomach and the pump was located on the same side. The infusion had been used for maybe one day and they were stored in a dresser. There was no stress or pull on the tubing and the pump was not dropped with the set connected to their body. Reportedly, the patient had a surgery (non-diabetic). No further information available.

Event description:
On (B)(6) 2020: follow up information was submitted because result of complaint investigation of the returned used device (2 set) showed that all test results were within specifications. Based on the result: device, method, result and conclusion codes were updated. Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion sets came undone from her body while sleeping. Further, it was stated that the infusion set's tubing came apart, as it came out of the skin which led to high blood glucose levels. The site location was her stomach and the pump was located on the same side. The infusion had been used for maybe one day and they were stored in a dresser. There was no stress or pull on the tubing and the pump was not dropped with the set connected to their body. Reportedly, the patient had a surgery (non-diabetic). No further information available.